Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation although requested, no patient information was provided.

Event description:
It was reported that the device free flows even when the unit is powered off. When the customer runs an infusion, the device will free flow intermittently. This has happened on multiple occasions. When patient and infusion event information was requested, the customer stated there was no patient involvement and no further information was provided.

Event description:
It was reported that the device free flows even when the unit is powered off. When the customer runs an infusion, the device will free flow intermittently. This has happened on multiple occasions. When patient and infusion event information was requested, the customer stated there was no patient involvement and no further information was provided.

Manufacturer narrative:
Inspection: the incident administration set was not returned and could not be inspected. Lvp sn (B)(6) the device was received in poor condition. The instrument seal was intact but partially peeled up indicating previous removal. Dried fluid and corrosion were observed on both iui¿s cracks observed on the sear platen observed broken at the upper post dried fluid observed inside door and on the rear case under the male iui. A retainer screw was missing from the logic board. Bezel was disassembled and observed in good condition (date code: february 2020) all parts are manufactured by bd. Log analysis results: the customer reported no patient involvement; log review was deemed not necessary. Test results: the incident administration set was not returned and could not be tested. Sear functionality testing was not performed due to the damage observed on the sear. Device history review: lvp sn (B)(6) a review of the device history record showed the device had a manufacture date of 11/26/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did confirm similar complaints with the same or related failure mode for this customer. The probable cause of the customer¿s complaint of unregulated flow was believed to be due to broken platen hinge post. Although the customer¿s complaint of unregulated flow was not reproduced, the damaged platen is believed to have contributed to the unregulated flow event. The event administration set was not returned for investigation. Inspection of the device showed damage to the platen a broken platen upper hinge post could result in a lack of mechanical interference (fit) between the platen and the occluder and will inhibit the ability of the pump mechanism to act on the disposable set within rate accuracy specifications. A broken platen can also result in performance issues, such as unregulated flow (occluders do not occlude or partially occlude flow). Disassembly of the pumping mechanism showed no anomalies. Testing showed the device was delivering fluids within specification. There was no patient involvement (npi) reported.